Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during a pd treatment. There was an air detected in cassette warning during drain 1 of 4. The patient then noticed fluid leaking from the patient line. In a follow-up, the patient verified the fluid leak and said it was from the second pin back on the patient line. The patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to resume treatments the following day with no further issues. The cycler set is available to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during a pd treatment. There was an air detected in cassette warning during drain 1 of 4. The patient then noticed fluid leaking from the patient line. In a follow-up, the patient verified the fluid leak and said it was from the second pin back on the patient line. The patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to resume treatments the following day with no further issues. The cycler set is available to return as a sample product.